Event description:
It was reported that the lens was explanted and exchanged for a different model iol five weeks postoperatively due to patient report of visual disturbances (positive dysphotopsia). Prior to the lens exchange the patient's bcva was reported as 20/15-3, after the lens exchange the patient's ucdva was reported as 20/60 on (B)(6) 2013. This report is for the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.